Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was intermittently responsive during testing. During investigation, the up arrow key contact was observed to be misaligned. The up and down key contacts were inverted and did not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the down arrow does not always respond to button presses. She stated that the issue started two to three days ago and seemed to be getting worse. The pt noted that the pump is not exposed to water, she wears the pump clipped to a waistband or to her bra, there is no sign of damage to keypad, and the buttons feel normal.